Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 27sep2018. International UDI: (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator would not power on. The device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 27nov2018. Date received by manufacturer: 13nov2018. The customer authorized repairs. Philip's field service engineer replaced the power supply, air inlet filter and cooling fan. The device was returned to service.

Manufacturer narrative:
Date of report: 08oct2018. Date of manufacturer: 04oct2018. Philip's field service engineer (fse) performed troubleshooting and confirmed the reported issue. It was recommended that the customer replace the power supply and filters. The customer had not authorized repairs at this time. The device has not been returned to service.